Manufacturer narrative:
This report is submitted on july 13, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection resulting in the decision to explant the device on (B)(6) 2018.